Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed fio2 low and that the o2 concentration was low. Our field service engineer investigated the ventilator on site and during the investigation the ventilator passed the pre-use check performed and no parts were replaced. The device is in functional condition. No logs or any parts were replaced, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that he ventilator generated low oxygen concentration alarms. There was no patient involvement. Manufacturer's ref. #: (B)(4).